Event description:
It was reported that this right ventricular (rv) lead presented high capture threshold measurements so it was capped and surgically abandoned. A new device was implanted. No additional patient effects were reported. Was explanted